Event description:
Journal article reported: pt with 10 year back pain, disturbed sleep, could not bend forward without assistance and could not sit on floor/chair for more than a few minutes sought medical help. A MRI and x-ray showed severe degeneration with space narrowing of l4 - l5 disc space. Pt implanted with prodisc; during the procedure, bone bleeding was heavier than normally seen. Surgeon did not notice the fracture; estimated blood loss was 550 ml. A post op CT scan showed vertical fractures of l4 - l5 vertebral body. Pt was discharged on the sixth day. At the three month follow up visit, pt's sleep was no longer adversely affected by the pain; pt complained of continued back pain when sitting and was dissatisfied with the surgery.

Manufacturer narrative:
Journal article: vertical split fracture of the vertebral body following total disc replacement using prodisc; report of two cases from spinal discord tech volume 18, number 5, october 2005: seungcheol lee, md, dae hyun maeng md, and sang-ho lee md, phd. Synthes is unable to provide the PMA/510k and the date of manufacture without a part/lot number provided or the returned device. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot numbers were provided.